Event description:
On (B)(6) 2019, a reporter for the patient contacted lifescan (B)(4), alleging that the patient¿s onetouch ultra2 warranty meter continued to display the apply sample message instead of counting down and providing a result after a sample had been applied to the test strip. The complaint was classified based on the customer service representative (csr) documentation. The reporter indicated that the patient experienced difficulties testing her blood glucose levels around 12pm on (B)(6) 2019. The patient manages her diabetes with insulin which she self-adjusts. The reporter denied that the patient made any changes to her usual diabetes management routine as a result of the alleged issue. The reporter indicated that 1-2 hours after the start of the alleged issue, the patient developed symptoms of ¿acceleration of heartbeat, headache and weakness¿. No treatment for the symptoms was reported. During troubleshooting, the csr noted that the patient had been using the meter was the first time. The csr also noted that the patient was using the correct test strips and following the correct testing steps. The csr walked the reporter through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining the apply sample message on the subject meter and continuing with the usual diabetes management routine.